Manufacturer narrative:
This information was reported in error on initial MDR #0002648920-2016-00941 on (B)(6) 2016. Visual inspection of the returned packaging identified that there was no evidence of the inner tyvek as there was no tyvek present and no adhesive transfer on the flange of the inner cavity. The stem extension was not returned as the device was implanted. Review of the device history records identified no deviations or anomalies. A stock investigation identified that there were no units from this lot remaining in inventory. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Corrective action was initiated to further investigate the issue. As a result of this complaint, the zmbv packaging procedures are being updated to include a new logistic for the dispatching of trays and tyvek seals and the applicable mis documents are being updated to include a reconciliation of the packaging materials when the lot is completed. Awareness of the event was provided to the applicable packaging cell through this corrective action. It was determined that no field action was required for this event. The investigation identified that the root cause of this event was failure of the packaging operator to seal the inner cavity and failure of the visual inspection of the seals to catch the unit.

Manufacturer narrative:
(B)(4). Only the packaging was returned for evaluation on 02/10/2016. This report will be amended when our investigation is complete.

Event description:
It is reported that upon opening the outer blister, it was discovered that the inner tyvek cover was missing. Because the outer tyvek was sealed, the surgeon deemed the stem sterile and proceeded to implant the device.